Manufacturer narrative:
Testing of the pump indicates the pump was out of calibration. The pump was calibrated to resolve.

Event description:
Info received indicates the pump underinfused during testing. Pump was tested twice at 200ml and only delivered 150ml for both tests.